Event description:
The event is reported as: alleged issue reported: during a laparoscopic cholecystectomy, the doctor tried to load the clip before inserting into the trocar and the clip came out sideways. No injury reported.

Manufacturer narrative:
Device sample not received by manufacturer in time for this report.